Event description:
It was reported that when the cusa was switched on, there was a burning smell coming from the unit. The cusa console was opened and on inspection it was found that a few components on the driver control board of the suction pump were burned and it was also observed that suction pump was not working. There was no patient contact or injury involved with this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.